Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 3 for the same event. It was reported from the united (B)(6) that during an unspecified surgical procedure, but prior to use, it was observed that the battery reciprocator handpiece device would not work. According to the report, the battery devices were changed, but the device still would not work. The reporter stated that the battery devices would not work after the devices were used with the battery reciprocator handpiece device. As a result, there was two minute delay to the surgical procedure. It was reported that spare devices were available for use. It was not reported if there was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device would not work prior to use was confirmed. An assessment was performed on the device and too low power of the motor was detected. It was noted that the device was completely dismantled and liquid residues were visible between the motor and control unit. It was determined that this was due to immersion and sterilization procedures not being followed as per the directions for use (dfu). The assignable root cause was determined to be damage was caused by misuse, and abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.